Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage was observed. The taxus liberte 20 x 2.50mm stent delivery system never entered the patient. It was noted that the stent struts near the tip of the device were sticking out so the physician did not use the device. Additional information was requested but is not available.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage was observed. The taxus liberte 20 x 2.50mm stent delivery system never entered the patient. It was noted that the stent struts near the tip of the device were sticking out so the physician did not use the device. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed distal stent damage. The struts on rows 1 and 2 from the distal edge were misaligned. There was also a kink in the outer and inner lumen 13.6 cm from the tip. Additional kinks were present throughout the entire length of the catheter. There was a slight pinch in the tip of the catheter that prevented a 0.015 inch product mandrel from being inserted. Further examination of the balloon section of the device found no damaged that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. There was solidified blood present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)